Event description:
Circulator was informed by surgeon that "a fragment of the hydrophilic tip from the motion hybrid wire guide broke off and was retained in the patient." The surgeon was able to visualize the fragment with the c-arm that was currently being used during the operation. Circulator was informed that the fragment cannot be removed at this time. Circulator notified the charge nurse at the front desk per protocol and completed sos per protocol. The motion hybrid wire guide .035" ref mhw-035150/ref (B)(4), lot 9007112132, expiration 01/27/2024.